Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer passed away in their home on (B)(6) 2014. The caller reported the cause of the customer's death was from acute multi drug toxicity and accidental drug overdose. The customer's blood glucose was unknown at the time of their passing. It was also reported the customer had bronchitis, dehydration and a stomach virus the weekend of their passing. The caller stated the customer did not use sensors prior to their passing. It was also reported the customer was wearing their insulin pump at the time of their death. The customer's insulin pump will not be returned for analysis. No additional information provided.